Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead started feeling poorly and presented to the emergency room. It was determined that the pacemaker and rv lead were exhibiting noise. A lead revision was done, and this lead was capped and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.